Event description:
It was reported that a closure of a common femoral vein artery was attempted using a perclose proglide device after a coronary ablation interventional procedure. Reportedly, a suture break occurred. Two more perclose proglides devices were deployed with the same results. A fourth perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy (the proglide was used in the common femoral vein and is indicated for the common femoral artery), operator not trained (operator not trained in the use of the device). The two other perclose proglide devices are being filed under separate medwatch MFR numbers. The physician is reportedly not trained in the use of proglide. In addition, the physician attempted closure of the common femoral vein. As per the indications for use section in proglide instructions for use the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.